Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staplers were broken. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection noted deformed plastic on all instruments, bumps in the top of the instruments and wave-like deformations near the firing rack. The articulation lever on all instruments were deformed. An instrument had a deformed tube housing, and another had a bent firing rod. Functionally, two instruments could not be loaded due to the deformed tube housing and bent firing rod. The last instrument was successfully loaded and unloaded repeatedly with representative straight and roticulator loading units. The jaws were clamped and unclamped repeatedly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed deformation may occur when the instruments are subjected to temperatures high enough to cause the deformations. Replication of the bent instrument firing rod may occur due to excess lateral force being applied to the shaft of the instrument. Damage to the firing rod may cause difficulty to load a single use loading unit onto the instrument. The root cause of the observed plastic deformations may occur when the instruments are subjected to temperatures high enough to cause the deformations. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.